Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had perforated her uterus/perforation (uterus),") and abdominal wall abscess ("abdominal wall abscess") in a 35-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's past medical history included intra-uterine contraceptive device (to prevent pregnancy) on (B)(6) 2014. Concurrent conditions included uterus enlarged, polyp (noted near the right ostia.), abdominal wall mass, postoperative ileus, spotting vaginal, abscess and follicular cyst of ovary. Concomitant products included docusate sodium (colace), levofloxacin (levaquin), metronidazole and oxycodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2014, 2 months after insertion of essure, the patient experienced abdominal wall abscess (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced procedural pain ("painful postoperative recovery"). The patient was treated with surgery (during laparoscopy removal of left essure via unilateral salpingo-oopherectomy on (B)(6) 2014) and surgery (laparoscopic lysis of adhesions to breakup the abscess and scar tissue). At the time of the report, the uterine perforation, abdominal wall abscess and procedural pain outcome was unknown. The reporter considered abdominal wall abscess, procedural pain and uterine perforation to be related to essure. The reporter commented: on the patient's left side and approximately 4 coils were visualized to be within the endometrial cavity. The same was repeated on the patient's right side with approximately the same number of coils present. Diagnostic results: on (B)(6) 2014, surgical pathology report showed gross description: labeled "left adnexa". Received in formalin is an 11.8 gram adnexa. Tuboovarian fibrous adhesions are present. The ovary measures 3.7 x 1.8 x 1.7 cm. The capsule was dull and pink to hyperemic, with a question of an adherent film of white fibrin purulent exudate. The ovarian stroma was rubbery, mottled and tan-white to minimally hemorrhagic, with corpora luteal, corpora albicantia and cystic follicles. The 4.2 cm in length fallopian tube segment measures up to 0.4 cm in overall diameter the serosa was cauterized. The fimbria are absent as the tubal segment is truncated at each end. The lumen was central and pinpoint stellate, lined by a white mucosa.also received in the same container are two straight and coiled segments of white metallic wire, aggregating to 2.5 x 0.3 x 0.2 cm. Representative sections of ovary and fallopian tube are submitted in three cassettes, two pieces each. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal wall abscess. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had perforated her uterus/perforation (uterus),") and abdominal wall abscess ("abdominal wall abscess") in a 35-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's medical history included intra-uterine contraceptive device (to prevent pregnancy) on (B)(6)2014. Concurrent conditions included uterus enlarged, polyp (noted near the right ostia.), abdominal wall mass, postoperative ileus, spotting vaginal, abscess and follicular cyst of ovary. Concomitant products included docusate sodium (colace), levofloxacin (levaquin), metronidazole, oxycodone and paracetamol (acetaminophen) since april 2014. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. In may 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On(B)(6)2014, the patient experienced abdominal wall abscess (seriousness criteria medically significant and intervention required). In june 2014, the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced abdominal mass ("abdominal wall mass"). The patient was treated with surgery (during laparoscopy removal of left essure via unilateral salpingo-oopherectomy on (B)(6) 2014 and laparoscopic lysis of adhesions to breakup the abscess and scar tissue). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, abdominal wall abscess, depression, anxiety and abdominal mass outcome was unknown and the procedural pain was resolving. The reporter considered abdominal mass, abdominal wall abscess, anxiety, depression, procedural pain and uterine perforation to be related to essure. The reporter commented: on the patient's left side and approximately 4 coils were visualized to be within the endometrial cavity. The same was repeated on the patient's right side with approximately the same number of coils present. She did not claim that essure worsened a previously existing injury/condition diagnostic results: on (B)(6)2014, surgical pathology report showed gross description: labeled "left adnexa". Received in formalin is an 11.8 gram adnexa. Tuboovarian fibrous adhesions are present. The ovary measures 3.7 x 1.8 x 1.7 cm. The capsule was dull and pink to hyperemic, with a question of an adherent film of white fibrin purulent exudate. The ovarian stroma was rubbery, mottled and tan-white to minimally hemorrhagic, with corpora luteal, corpora albicantia and cystic follicles. The 4.2 cm in length fallopian tube segment measures up to 0.4 cm in overall diameter the serosa was cauterized. The fimbria are absent as the tubal segment is truncated at each end. The lumen was central and pinpoint stellate, lined by a white mucosa.also received in the same container are two straight and coiled segments of white metallic wire, aggregating to 2.5 x 0.3 x 0.2 cm. Representative sections of ovary and fallopian tube are submitted in three cassettes, two pieces each. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal wall abscess. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: events- "depression, mental anguish, abdominal wall mass" added from pfs. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had perforated her uterus/perforation (uterus),") and abdominal wall abscess ("abdominal wall abscess") in a 35-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's past medical history included intra-uterine contraceptive device (to prevent pregnancy) on 1-apr-2014. Concurrent conditions included uterus enlarged, polyp (noted near the right ostia.), abdominal wall mass, postoperative ileus, spotting vaginal, abscess and follicular cyst of ovary. Concomitant products included docusate sodium (colace), levofloxacin (levaquin), metronidazole, oxycodone and paracetamol (acetaminophen) since april 2014. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2014, 2 months after insertion of essure, the patient experienced abdominal wall abscess (seriousness criteria medically significant and intervention required). In june 2014, the patient experienced procedural pain ("painful postoperative recovery"). The patient was treated with surgery (during laparoscopy removal of left essure via unilateral salpingo-oopherectomy on (B)(6) 2014) and surgery (laparoscopic lysis of adhesions to breakup the abscess and scar tissue). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and abdominal wall abscess outcome was unknown and the procedural pain was resolving. The reporter considered abdominal wall abscess, procedural pain and uterine perforation to be related to essure. The reporter commented: on the patient's left side and approximately 4 coils were visualized to be within the endometrial cavity. The same was repeated on the patient's right side with approximately the same number of coils present. Diagnostic results: on (B)(6) 2014, surgical pathology report showed gross description: labeled "left adnexa". Received in formalin is an 11.8 gram adnexa. Tuboovarian fibrous adhesions are present. The ovary measures 3.7 x 1.8 x 1.7 cm. The capsule was dull and pink to hyperemic, with a question of an adherent film of white fibrin purulent exudate. The ovarian stroma was rubbery, mottled and tan-white to minimally hemorrhagic, with corpora luteal, corpora albicantia and cystic follicles. The 4.2 cm in length fallopian tube segment measures up to 0.4 cm in overall diameter the serosa was cauterized. The fimbria are absent as the tubal segment is truncated at each end. The lumen was central and pinpoint stellate, lined by a white mucosa.also received in the same container are two straight and coiled segments of white metallic wire, aggregating to 2.5 x 0.3 x 0.2 cm. Representative sections of ovary and fallopian tube are submitted in three cassettes, two pieces each. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal wall abscess. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received : essure removal date 01jun2014 was added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('device had perforated her uterus/perforation (uterus),') and abdominal wall abscess ('abdominal wall abscess') in a 35-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's medical history included intra-uterine contraceptive device (to prevent pregnancy) from 2009 to 1-apr-2014. Concurrent conditions included uterus enlarged, polyp (noted near the right ostia.), abdominal wall mass, postoperative ileus, spotting vaginal, abscess and follicular cyst of ovary. Concomitant products included docusate sodium (colace), ibuprofen since (B)(6) 2014, levofloxacin (levaquin), metronidazole, oxycodone and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2014, the patient experienced abdominal wall abscess (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced abdominal wall mass ("abdominal wall mass") and urinary tract infection ("uti"). The patient was treated with surgery (during laparoscopy removal of left essure via unilateral salpingo-oopherectomy on (B)(6) 2014 and laparoscopic lysis of adhesions to breakup the abscess and scar tissue). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and urinary tract infection had resolved, the abdominal wall abscess, depression, anxiety and abdominal wall mass outcome was unknown and the procedural pain was resolving. The reporter considered abdominal wall abscess, abdominal wall mass, anxiety, depression, procedural pain, urinary tract infection and uterine perforation to be related to essure. The reporter commented: on the patient's left side and approximately 4 coils were visualized to be within the endometrial cavity. The same was repeated on the patient's right side with approximately the same number of coils present. She did not claim that essure worsened a previously existing injury/condition diagnostic results: on (B)(6) 2014, surgical pathology report showed gross description: labeled "left adnexa". Received in formalin is an 11.8 gram adnexa. Tuboovarian fibrous adhesions are present. The ovary measures 3.7 x 1.8 x 1.7 cm. The capsule was dull and pink to hyperemic, with a question of an adherent film of white fibrin purulent exudate. The ovarian stroma was rubbery, mottled and tan-white to minimally hemorrhagic, with corpora luteal, corpora albicantia and cystic follicles. The 4.2 cm in length fallopian tube segment measures up to 0.4 cm in overall diameter the serosa was cauterized. The fimbria are absent as the tubal segment is truncated at each end. The lumen was central and pinpoint stellate, lined by a white mucosa.also received in the same container are two straight and coiled segments of white metallic wire, aggregating to 2.5 x 0.3 x 0.2 cm. Representative sections of ovary and fallopian tube are submitted in three cassettes, two pieces each. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal wall abscess. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: event added- uti. Event outcome of uterine perforation was updated as recovered/resolved. On 5-may-2020: no new information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had perforated her uterus/perforation (uterus),") and abdominal wall abscess ("abdominal wall abscess") in a 35-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's past medical history included intra-uterine contraceptive device (to prevent pregnancy) on (B)(6) 2014. Concurrent conditions included uterus enlarged, polyp (noted near the right ostia.), abdominal wall mass, postoperative ileus, spotting vaginal, abscess and follicular cyst of ovary. Concomitant products included docusate sodium (colace), levofloxacin (levaquin), metronidazole and oxycodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In (B)(6) 2014, the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced abdominal wall abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (during laparoscopy removal of left essure via unilateral salpingo-oopherectomy on (B)(6) 2014) and surgery (laparoscopic lysis of adhesions to breakup the abscess and scar tissue). At the time of the report, the uterine perforation, abdominal wall abscess and procedural pain outcome was unknown. The reporter considered abdominal wall abscess, procedural pain and uterine perforation to be related to essure. The reporter commented: on the patient's left side and approximately 4 coils were visualized to be within the endometrial cavity. The same was repeated on the patient's right side with approximately the same number of coils present. Diagnostic results: on (B)(6) 2014, surgical pathology report showed gross description: labeled "left adnexa". Received in formalin is an 11.8 gram adnexa. Tuboovarian fibrous adhesions are present. The ovary measures 3.7 x 1.8 x 1.7 cm. The capsule was dull and pink to hyperemic, with a question of an adherent film of white fibrin purulent exudate. The ovarian stroma was rubbery, mottled and tan-white to minimally hemorrhagic, with corpora luteal, corpora albicantia and cystic follicles. The 4.2 cm in length fallopian tube segment measures up to 0.4 cm in overall diameter the serosa was cauterized. The fimbria are absent as the tubal segment is truncated at each end. The lumen was central and pinpoint stellate, lined by a white mucosa. Also received in the same container are two straight and coiled segments of white metallic wire, aggregating to 2.5 x 0.3 x 0.2 cm. Representative sections of ovary and fallopian tube are submitted in three cassettes, two pieces each. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal wall abscess. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medically records received. Essure indication, batch number was added. Medical history, lab data, concurrent conditions, concomitant medications were added. Essure was partially removed (only left side) on (B)(6) 2014. Events added per pfs: she did not underwent essure confirmation test, abdominal wall abscess. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had perforated her uterus") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and pelvic pain. The patient was treated with surgery (partial hysterectomy; one fallopian tube and one ovary were removed in (B)(6) 2014). Essure was withdrawn. At the time of the report, the uterine perforation and procedural pain outcome was unknown. The reporter considered uterine perforation and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and device had perforated her uterus (seen as uterine perforation). A partial hysterectomy and unilateral salpingo oophorectomy were performed around 2 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and device had perforated her uterus (seen as uterine perforation). A partial hysterectomy and unilateral salpingo oophorectomy were performed around 2 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.